Event description:
It was reported that, "final tightened all (6) 4.0x14mm variable self-drilling aviator screws and when trying to turn the gold locking ring, the swing bar broke. So we took all screws out and switched the plate."

Manufacturer narrative:
Method: complaint history analysis, mfg record rev., risk assessment and visual inspection. Results: complaint history analysis, 7 previous reports relating to spring-bar deformation during screw insertion for all aviator plates; 1 previous report for the size 30 plate. Mfg record rev., no discrepancies found that could be related to this issue. Risk assesment, surgery was delayed greater than 30 minutes and add'l anesthesia was required. Visual inspection, 1 swing-bar arm confirmed missing, not returned. Neighboring spring bar also dented. Conclusion: previous spring-bar breaking is believed to be the result of user-error. Possible actions leading to failure are an over angulation of the screw during insertion and/or the screw not being fully seated prior to locking the spring-bar.